Event description:
On (B)(6) 2022 the patient was implanted with the nalu peripheral nerve stimulator. Patient reported good results and subsequently lost a significant amount of weight. During the weight loss, the implanted components migrated and the patient reported loss of pain relief. Patient elected to explant the system instead of a revision due to the need for an MRI in the same area as the system was implanted. Explant of the system was performed on (B)(6) 2023.

Manufacturer narrative:
There are no allegations of failure or malfunction of the nalu system or any of its components. Migration of the implant is likely caused by the patient change in physical anatomy after the implant took place. Removal of the system is also related to the patient need for MRI to that same area. The explanted components were retained by the facility and not returned to the firm for further investigation.